Manufacturer narrative:
The site has not returned the instrument for eval. If the instrument is returned, failure analyses will be performed and a f/u MDR will be submitted.

Event description:
It was reported that during the isolation of the left ureter during a da vinci s left ureteral stricture procedure, a hole had developed in the tip cover of the monopolar curved scissors instrument, allowing energy to escape, burning a hole in the ureter. Upon surgical analyses, it was confirmed that the ureter was non viable. Based on the condition of the ureter and the pt's age, the site's surgical staff determined that the pt's best option would be to undergo a nephrectomy. Surgical staff did not believed that the pt's best option would be to undergo a secondary surgery to attempt to repair the ureter. It was reported that the pt recovered well and was discharged 2 days after the surgery without complications.